Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 cell was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs research park - 9900 innovation drive, USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen. There was no patient involvement.